Event description:
The manufacturer received information alleging a trilogy evo required service. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that when connected to ac power, the power led light does not turn on, and the battery does not charge. An error code in relation to (internal battery failure) was recorded in the device event log. In conclusion, the device's power supply, system board and internal battery pack were replaced to address the issue. The root cause is confirmed at this time. Additionally, the two in-line filter, prox are clogged with dust and were replaced unrelated to the malfunction. The muffler assembly and air inlet foam filter were replaced for a four-year preventive maintenance. The device passed all final testing.